Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg), however, a specific value was not provided, cause was unknown. Customer administered manual injections to address bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.